Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited noise. Replacing the cables did not resolve the issue. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient¿s condition post-procedure was stable.